Manufacturer narrative:
The erbe generator was evaluated by the original equipment manufacturer (OEM). The initial failure analysis finding was confirmed and reproduced. The unit generated a u-02 error at start-up. A printed circuit board (pcb) was replaced and the error ceased.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Errors u-02 and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the erbe kept faulting. Prior to calling in, the customer power cycled the erbe and faults reappeared at power up. The technical service engineer (tse) assisted the customer with the process of connecting a third-party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it powered on without errors. The system was rebooted, the tse was called and a triad bovie generator was brought into the room. The procedure was completed robotically.